Event description:
Hologic novasure hand piece would not work/function. Replaced with "like" device which functioned without issue. Dates of use: (B)(6) 2015. Diagnosis or reason for use: endometrial ablation. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.